Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 95371li00. A review of tracking and trending identified no trends associated with the complaint issue. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits using lot 95371li00 were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 94357lii00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94357li00 detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no product deficiency of the architect anti-hcv reagent list number 06c37, lot number 95371li00, was identified.

Manufacturer narrative:
An evaluation is in-process.

Event description:
Additional information received. The customer reported that the viral load of the patient tested with architect anti hcv was negative and that the patient was not in the seroconversion phase.

Manufacturer narrative:
This report is being filed on an international product, list 06c37, that has a similar us product distributed in the us, list 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a (B)(6) anti-hcv result while using the architect anti-hcv assay. The customer provided the following data: on (B)(6) 2019: sid (B)(6): (B)(6). The patient had previously tested (B)(6), as follows: on (B)(6) 2018: (B)(6) (architect), (B)(6) (different method, not provided). There was no adverse impact to patient management reported.